Event description:
It was reported that revision surgery would be performed due to high impedance, dead battery, and vns not working as effectively as when first implanted. A battery life calculation showed the generator has reached end of service. Good faith attempts to obtain additional information have been unsuccessful to date. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.